Event description:
Approx 30 patients with discrepant sodium (na) and potassium (k) results. Initial results reported. No adverse events reported in association with the incorrect results. Results repeated on original analyzer and different analyzer (same methodology). All results in mmol/ll. Patient (pt) 1 initial na 134, repeated 140, 139, 148, 150. Pt 2 initial na 133, repeated 136, 136, 139, 142. Pt 3 initial na 131, repeated 133, 132, 136, 138. Pt 4 initial na 134, repeated 134, 133, 138, 141. Pt 5 initial na 134, repeated 142, 141, 152, 155. Initial k 3.50, repeated 3.74, 3.72, 4.02, 4.08. Pt 6 initial na 133, repeated 138, 137, 144, 148. Initial k 5.50, repeated 5.58, 5.75, 6.07, 6.21. Pt 7 initial na 129, repeated 131, 136, 151, 156. Initial k 4.50, repeated 4.73, 4.67, 5.25, 5.42. Pt 8 initial na 126, repeated 131, 129, 136, 139. Pt 9 initial k 5.40, repeated 5.7, 5.59, 6.28. Pt 10 initial na 134, repeated 137, 136, 142, 146. Pt 11 initial na 130, repeated 131, 132, 133, 136. Pt 12 initial na 132, repeated 136, 136, 143, 149. Pt 13 initial k 4.50, repeated 4.86, 4074 and 5.4. Pt 14 initial na 132, repeated 136, 135, 137, 139. Pt 15 initial na 133, repeated 137, 136, 138, 139. Pt 16 initial na 133, repeated 139, 139, 139, 141. Pt 17 initial na 130, repeated 138, 136, 145, 148. Initial k 5.4 repeated 5.62, 5.54, 5.98, 6.11. Pt 18 initial na 132, repeated 137, 138, 139, 141. Pt 19 initial na 132, repeated 135, 134, 141, 143. Pt 20 initial na 133, repeated 139,140, 141, 142. Pt 21 initial na 134, repeated 142,140, 153, 156. Initial k 4.3 repeated 4.48, 4.46, 4.83, 4.95. Pt 22 initial na 134, repeated 140, 140 142, 143. Pt 23 initial na 132, repeated 140, 139, 144, 146. Pt 24 initial na 131, repeated 137, 137, 141, 144. Pt 25 initial na 130, repeated 135, 136, 139, 142. Pt 26 initial na 134, repeated 140, 140, 153, 156. Initial k 5.4, repeated 5.65, 5.63, 6.12, 6.28. Pt 27 initial na 132, repeated 136, 137, 139. Pt 28 initial na 133, repeated 135, 134, 138, 140. Pt 29 initial na 131, repeated 133, 133, 140, 144. Pt 30 initial na 133, repeated 133, 133, 139, 142.

Manufacturer narrative:
Field service rep unable to determine root cause, but verified probe alignments and checked electrodes. Performance tests were performed and were within specs.